Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the monitor. Siemens was able to provide an external monitor during the gap period to prevent any delays. Siemens concluded that the cause was the age of the equipment. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from the monitor of the dimension xpand plus with hm instrument. The monitor was turned off and unplugged from the instrument. There are no known reports of patient intervention or adverse health consequences due to the event.